Event description:
During a treatment procedure to place a central venous line, the guidewire fractured. The physician had placed the line down past the inferior vena cava and noted that the inner core was poking through the outer coil of the guidewire. As the physician was removing the guidewire from the pt, the outer coil began to stretch. No pt injury or complications were reported.